Manufacturer narrative:
Other applicable components areproduct ID 3093-33 lot# v284289 serial# implanted: (B)(6)2009 explanted: (B)(6) 2014 product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient began feeling shocks like pinches and was told that their wire pulled out and was damaged so the implant system was replaced. Patient's medical history does include them having epilepsy as a child but they stated that they haven't had any falls or seizures since getting the implant. No further complications were reported.